Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 13-mar-2023 h.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h10

Event description:
It was reported while using bd micro-fine¿ pro pen needles the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter: the patient pressed the button but the drug solution did not come out. 47 defect samples and 1 outer cover were returned. Bdj found 14 np needle bent and 32 np needle broken. No defect was observed for 1 samples.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter: the patient pressed the button but the drug solution did not come out. 47 defect samples and 1 outer cover were returned. Bdj found 14 np needle bent and 32 np needle broken. No defect was observed for 1 samples.